Manufacturer narrative:
Corrected data: section d4: corrected. Section d9: corrected. Section g4: PMA # corrected. Section h4: corrected. Manufacturer's investigation conclusion: the reported event of the mobile power unit¿s (mpu) threads not lining up properly was confirmed via evaluation. The heartmate mobile power unit (serial number (B)(6)) was inspected at the service depot. Visual inspection revealed the patient cable p1 and p2 connector threads were damaged. No further testing was performed. The customer was provided a repair quote, and a purchase order (po) was requested. Unfortunately, after several attempts to obtain a po, it was not provided. The mpu was returned to the customer site in unrepaired condition and labelled ¿not for human use¿. Available information stated that there was no alarm for the event. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn, including the mpu. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
A1-a6: no patient involved. D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patients mobile power unit had threads that did not line up properly, which made it difficult to connect the power leads of the system controller. The mpu was replaced.

Manufacturer narrative:
A1-a6: patient information provided. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.